Manufacturer narrative:
(B)(4). Additional information received: I met with the surgeon who used the device. He informed me that when he fired the device the system had locked out and they were not able to fire the staples and the device became difficult to open. When they opened the device the staples then were open and had not been formed in any way.

Manufacturer narrative:
(B)(4). Batch # n56f26. Device evaluation: the analysis results found that the ats45 device was received with no apparent damaged no cartridge loaded on the device. Three tr45w cartridges were present. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Cartridges b & c, tr45g, n54m9x were fully fired and the lockout was normal. Cartridge d, tr45g, n53t8f was fully fired and the lockout normal.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: it was reported that the ¿staples appeared to not close properly ,¿ but also that ¿staples on the bowel appeared to be acceptable.¿ what was the appearance of the deployed staples (b-formed, loosely b-form, malformed, goal post/legs straight)? ¿ as far as I understand the situation, the staples that were deployed maintained the goal post/legs straight position. There did not appear to be any formation of the staple it was mentioned that usage of the device was photographed. Are photos of the device usage available? I will get it to you as soon as possible.

Event description:
It was reported that an ets flex 45 was used last week that was faulty. We used the ats45 with x3 cartridges (tr45g). The staples appeared to not close properly and did not fire with ease. We did photograph the usage and we have kept the handle, cartridges and all packaging. It was used by 2 consultants, who are both familiar with the gun.the patient had no side effects intraoperatively and the staples on the bowel appeared to be acceptable.